Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far p-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was stable throughout.